Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient training virtually experienced a screen interaction problem during the fill tubing step on the ilet device and could not select the confirmation prompt, after which a replacement ilet was arranged. Symptoms included no adverse clinical effects. Outcomes included no impact on health status and no hospitalization. Investigation included remote troubleshooting and logistical replacement. Investigation of this case revealed a suspected user interface or touchscreen responsiveness issue during setup, with the original device to be returned and the user instructed to sync data, shut down the device, and reinitiate start-up on the replacement while continuing dexcom use separately. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction related to screen responsiveness during priming.